Manufacturer narrative:
A gross inspection of the received device was performed: the returned valve prosthesis was received without the sewing cuff, so the stent was uncovered and visible. The valve showed some tears on leaflets. Additional analysis will be performed at the visual inspection.

Event description:
On (B)(6) 2013 a mitroflow 12a21 aortic valve prosthesis was implanted. The patient received concomitant mitral valve replacement and tricuspid valvuloplasty. A magna valve was implanted in the mitral position. In (B)(6) 2018 an increase in pressure gradient was identified. It increased from 27 mmhg in 2016 to 60 mmhg at the time of identification. Severe aortic regurgitation was also identified. On (B)(6) 2018 a re-operation was performed and the mitroflow valve was explanted and a new carpentier magna 21mm valve was implanted. On (B)(6) 2018 further information was provided via the physician. The cusps and pericardium looked swollen and became thicker as the mitroflow was explanted. The right stent-post (non-coronary side) tore from top to the bottom and tilted inward, which blocked blood flow and resulted in stenosis. The leaflet could be calcified and may have caused extra force on leaflets resulting in the tear.

Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model#: 12a21, s/n#: (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a21 mitroflow aortic pericardial heart valve at the time of manufacture and release. The gross and visual examination revealed tears in all leaflets that caused the valve insufficiency. There was no evidence of calcification and endocarditis in the returned valve. Cuspal tears without calcification are related to direct mechanical damage to the collagen structure during functional opening and closure of the cusp. An x-ray analysis was performed. No calcification in the valve was identified. Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. Histological analysis also identified inflammatory cells throughout the sample. This type of event is a known inherent risk of procedure when using biological tissue valves. The patient follow-up at 3 years showed normal valve functionality and the device history record review confirmed the device in question met all standards required at the time of manufacture and release. However, the histological results indicated lipid infiltration and in combination with degeneration of collagen fibers could have led to the leaflet tearing and subsequent regurgiation and gradient increase. This type of structural valve deterioration is identified as a known inherent risk of procedure for the device in question. Fields changed: date of report, PMA/510k, if follow-up, what type.